Manufacturer narrative:
Product ID 377660, lot# v008085, implanted: 2007 (B)(6), explanted: 2015 (B)(6); product type lead product ID 3708120, serial# (B)(4), implanted: 2007 (B)(6), explanted: 2015 (B)(6); product type extension product ID 3708120, serial# (B)(4), implanted: 2007 (B)(6), explanted: 2015 (B)(6); product type extension product ID 377660, lot# v009959, implanted: 2007 (B)(6), explanted: 2015 (B)(6); product type lead. (B)(4).

Event description:
It was reported by the health care professional that the patient had their leads revised in (B)(6) 2015 due to lead migration after a car accident. Relevant medical history included spinal pain. If additional information is received, a follow-up report will be sent.